Manufacturer narrative:
This report is for an unknown locking screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of retrograde anterograde femoral nail (rafn) due to a broken screw at the top head proximal part of the nail. The patient was originally implanted with the rafn nail and three (3) locking screws on an unknown date. The surgeon removed the part of the broken screw but left the fragment in the proximal femur. The other two screws in the distal femur were also removed. The nail was not removed, was advanced distally in the femur. The patient was implanted with three (3) new locking screws, one (1) spiral blade, and one (1) end cap. The surgery was successfully completed. The patient in good condition. Concomitant devices: rafn nail (part: unknown, lot: unknown, quantity: 1), screws (part: unknown, lot: unknown, quantity: 2). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).